Event description:
(B)(4) since having the device (B)(6) 2012 I have experienced heavy periods with huge blood clots, stabbing pelvic pain mostly on the right side, headaches, dental issues, had to remove my thyroid due to nodules, currently taking medications for life. Unexplained bruising on my legs, rash, abnormal labs. Voiced my concerns to my gyn and was told it was normal to have heavy bleeding and pelvic pains.